Event description:
A customer observed negatively biased k+ results for biorad qc fluids. Pt results where reported and questioned by the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.